Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06981. It was reported the pt's scs ipg has not worked in six months. The pt stated he does not recall when was the last time he charged his ipg. The pt also stated he attempted to charge his ipg but it "would not work". An sjm representative contacted the pt and confirmed the ipg is inoperable and does not communicate with external devices. Additionally, the pt reported he experienced heating while charging. The pt was advised to consult with his physician regarding his ipg being inoperable. Surgical intervention may be undertaken to address the issues. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA) investigation was performed. Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.